Manufacturer narrative:
The investigation has been completed. Data logs were reviewed and the complication was confirmed. However, the abnormalities start the day before. On (B)(6) 2025 there was a bag/cassette change that exceeded two minutes. Later that day, there are two motor current spikes that correlate with motor speed deviations and spikes in the placement signal, followed by a motor current trend up without a change in p-level. Then on (B)(6) 2025, there was another long bag/cassette change that appeared to be the onset of a trend in the purge pressure. Both bag changes showed purge pressure dropping to 0 mmhg. Finally, around 8:00 am on (B)(6) 2025, a clear motor current spike to 1200 ma and motor speed deviation were followed by false position in aorta alarms, saturated flows, and a five minute rise in the purge pressure until alarms were triggered. This timeline suggests that the long bag changes were the onset of the issue, and likely increased the likelihood for the biomaterial ingestion event that followed. Clinical details such as the patient's systemic heparin being on pause, extracoporeal membrane oxygenation decannulation, and biomaterial on the explanted pump support the data log review. The returned product also had a large amount of biomaterial in the outflow cage and wrapped around the impeller. Based on data logs and returned product, the root cause of the saturated flow was determined to be due to biomaterial, which was likely a result of the long bag/cassette change. Clinical details reported that the patient's systemic heparin was put on pause due to bleeding from the mouth. No further details were provided. Data logs are not relevant to the complication. The returned product was visually inspected and there were no physical damaged or abnormalities noted. Due to limited clinical details, the root cause of the vascular damage could not be determined. The above investigation into saturated flows concluded that the cause was biomaterial. Therefore, it is representative of the investigation into thrombus as well. D.9 date device returned/information was added. B.1 revised as product problem was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26006.

Event description:
The user facility reported a patient (unknown race and ethnicity) with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. Approximately four days after start of support, systemic heparin was stopped due the patient bleeding from the mouth. An otolaryngologist was consulted. Additionally, an echocardiogram at bedside was completed, and a clot at inlet was noted. There were pump pressure alarms with purge flow <3 l/min and pressure >1100. The cardiothoracic surgeon at bedside explanted the impella 5.5 device in sterile prepped field with betadine with surgical stapler and successful wound closure. A clot was confirmed on the pump after removal. The access site was dry and clean, and the patient was noted to be in stable condition following the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist systm. Section: potential adverse events. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿